Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range left ventricular (lv) impedance measurements for the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's lv lead. The cause of the out of range impedance measurements remained unknown and no further testing was performed. The device and lead remain in service and no adverse patient effects were reported.